Event description:
The report rec'd from the USA stating that the device was "heating". The device was not being used in surgery. There was no reported pt or user injuries. There was no add'l info provided.

Manufacturer narrative:
The device was rec'd by anspach. Reliability engineering evaluated the device and the reported heat could not be confirmed. The device met temperature requirements, but was observed to have wear and damage to the locking mechanism. One of the male connector pins was also damaged, likely due to improper assembly of the motor to the console. If add'l info is rec'd, a supplemental report will be sent.